Manufacturer narrative:
Concomitant medical products: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that prior to a case when moving the system, the camera cart displayed the grey screen stating to contact the it administrator. After the representative was unable to replicate the issue. He believed the site did not boot the two carts together and then did not give the camera cart enough time to connect with the main cart. There was no patient present.